Manufacturer narrative:
It is unknown if the scope was returned to olympus for evaluation as no model or serial number was provided. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. In addition, an olympus endoscopy support specialist was dispatched to the user facility on may 30, 2017 to observe the facilities reprocessing practice and provide a reprocessing training. The ess found that the user facility uses a non olympus automated endoscope reprocessor (aer) machine and non olympus brush (manufacturer and model unknown). In addition, the ess was unable to demonstrate the use of a suction cleaning adapter as the user facility did not have one. The ess educated the user facility on the importance of the suction cleaning adapter. The cause of the reported event could not be conclusively determined at this time; however, based on the ess findings, insufficient reprocessing could not be ruled out as a contributory factor to the reported event. The reprocessing manual provides several warning and caution statements in an effort to prevent cross contamination. ¿all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization. Olympus only confirms validation of the endoscope reprocessors it recommends. When using an endoscope reprocessor that is not recommended by olympus, the manufacturer of the endoscope reprocessor is responsible for validating compatibility of the reprocessor with the endoscope models listed in its instruction manual.¿

Event description:
Olympus was informed by the user facility that two scopes may have aspergillus fungus due to high readings on mucus samples. There were no culture test results provided. No patient infection was reported. This is report 2 of 2.